Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing, which resulted in pacing inhibition. Programming changes were made on (B)(6) 2026. There were no patient consequences.